Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed an MRI due to severe spinal stenosis. The patient has not recharged for about 3 months because the device did not help with pain in the legs. The patient mentioned wanting the device removed. The patient said the MRI facility would not do the MRI because they could not confirm the ins was off. The patient also mentioned her feet gradually have gotten numb over the past 6 months. No further complications were reported. Additional information was received from the patient on 2018-apr-19. It was reported that the patent¿s implantable neurostimulator (ins) was implanted in 2015 and they were going to have the device removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was removed. The patient's symptoms have not been resolved. No further complications were reported.